Manufacturer narrative:
The device was returned to resmed manufacturing facility in (B)(4) for an extensive engineering investigation. The reported battery inoperable alarm and system fault 74 were confirmed through review of the device logs. The investigation determined that the device faults were single occurrences and could not be reproduced during in-house testing. The root cause of the faults was most likely due to a software issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was returned to the design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a battery inoperable alarm followed by a system fault 74 error message. There was no patient injury reported as a result of this incident.